Event description:
An error has been made in which material of an inferior quality was used in the manufacture of the device. It is understood that the difference in the quality of the materials is limited to quality controls around their manufacture, the material used in manufacture having lower controls. We do not know the impact of the use of the incorrect material: a review is underway. In the meantime, we have suspended product sales and we are issuing this field safety notice to address product in the field. No incidents have been reported as a consequence of this issue.